Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The age mentioned in the previous report is incorrect. The correct age is (B)(6) years.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure the lead exhibited low impedance. The lead was not used. The patient was in a stable condition.